Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "distal end has a crack" was presumed to have been due to the user's handling of the device. The suggested phenomenon of "foreign material" was presumed to have been due to material invasion via the crack caused above, disallowing the proper reprocessing of the device. The user may detect the events by handling the device in accordance with the following instructions for use (IFU): inspection of the endoscope. The user may reduce/prevent occurrence of the events by handling the device in accordance with the following IFU: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects in the light guide lens and the distal end had a crack. There were no reports of patient involvement.